Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl and bupivacaine for non-malignant pain. It was reported the patient was using the new person therapy manager (ptm) and they hate it. The patient stated the old ptm was not working correctly so their healthcare provider (hcp) gave the new ptm. The patient stated the ptm did not seem to want to pair with the communicator. The patient stated they were trying to do a bolus and getting message about creating a password. The patient stated they used the ptm earlier today. The patient stated they got 8 boluses a day and had a refill today. The patient stated hcp increased the infusion and boluses up. The manufacturer's patient services specialist (pss) assisted the patient with resetting the ptm and communicator. Agent asked patient to connect with the handset and communicator and patient is able pss deliver a bolus. Pss confirmed that the patient did not have to create a password. The patient reported the ptm hangs at 91% and was taking a long time to connect to the pump since they got the ptm but it connected very fast while on the call with agent. The troubleshooting steps that were taken on the call resolved the issue. Pss offered to assist patient with clearing data and the patient did not accept. Pss reviewed devices are functioning as intended. Pss recommend calling back for assistance if necessary.